Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an o-ring was missing from a new cartridge. There was no reported adverse impact to the customer's blood glucose level. Although requested, no additional information could be obtained from the customer.